Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. Unable to test operating currents due to unresponsive buttons. Insulin pump received with corroded lcd board. No traces of moisture noted at motor assemblies per visual inspection. Insulin pump received with minor scratches on lcd window. Insulin pump received with cracked battery tube threads.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer called to report that insulin pump has been exposed to moisture damage. Customer reported that the insulin pump alarmed battery out limit. Customer reported that moisture can be seen underneath the lcd display screen. Customer's blood glucose reading was 109 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.